Event description:
Customer reportedly received results of 1.2 mmol/l and 6.4 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). The device will not be returned to manufacturer.